Event description:
Ongoing intermittent occlusion alarms were reported by the customer. There was not adverse impact to the customers blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy. Frequent and recurring occlusion issues were noted, and the customer reverted to manual dose injection.